Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to charge their ipg and that it became inoperable. Surgical intervention took place to replace the ipg. Surgery addressed the issue.